Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Pt reported experiencing issues with leaky infusion sets since (B)(6) 2012. Pt stated sometimes his blood glucose level is elevated to 400 mg/dl. Pt's normal blood glucose level was not provided. Pt reported taking correction after changing the infusion sets via the infusion device. No further information is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.